Manufacturer narrative:
Aro report. A ge representative evaluated the system and performed a calibration of the collimator and performed a beam alignment. System operates as intended.

Event description:
Customer reported that they received a notice of noncompliance for x-ray field size from the sate inspector. No patient injury was reported.